Manufacturer narrative:
Correction: b5: the titanium adaptor remained in use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter connector (patient connector) of a peritoneal dialysis (pd) transfer set ¿came off¿ from the titanium adapter. This occurred during use of the device for peritoneal dialysis (pd) therapy. It was further reported that the transfer set "came unthreaded¿. The patient received antibiotics as precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.